Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2012.; explant date brand name; product ID 8596sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 500.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a lack of relief and a return of spasticity. There were no external factors involved. The patient's spinal side was opened up and the catheter was cut by the healthcare provider (hcp) which showed cerebrospinal fluid (csf) leaking out of the catheter. The hcp was able to aspirate. The hcp replaced the catheter from the spine to the pump. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the cause of the catheter leak was not determined, "reason unknown". The patient's old catheter was discarded.